Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on behalf of patient on (B)(6)2015 to report a possible broken sensor wire on (B)(6)2015. Upon removal of the sensor pod patient stated they were unsure whether the sensor wire remained inside him. The patient confirmed wire was attached to the sensor pod. The patient removed the transmitter prior to removing the sensor pod. The patient care specialist did not report any injury or medical intervention.